Event description:
At 189 seconds into ablation of the ripv, there was a loss of capture of the right hemi diaphragm. Approximately 15 minutes later, the diaphragm was back to 50% of its pre-ablation excursion. At the end of the case, approximately 40 minutes post occurrence, the diaphragm was at 70%.

Manufacturer narrative:
The device was not returned for investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.